Event description:
I had the essure procedure done in 2008. Since then, I have experienced the following side effects and symptoms: hair loss, rash including psoriasis on my head that will not go away, extreme migraines, pain in my back and neck that cause daily pain, cramps, long periods with extreme blood clots, fibromyalgia and painful intercourse.